Event description:
It was reported that the pump touch screen was unresponsive. There was no adverse impact to customer¿s blood glucose level. Additionally, it was reported that malfunction alarms occurred. The customer¿s blood glucose level was 527 mg/dl. Customer addressed elevated bg by a correction injection via manual insulin therapy. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.